Event description:
It was reported that during a gastrectomy, the surgeon could not grip the firing lever completely at first firing. The second firing the tip of the staple line was not stapled. There was no pt consequence. It was not reported how the procedure was completed.

Manufacturer narrative:
Date sent: 10/19/2004.